Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer saw a cartridge change error during a call with customer technical service, but did not want to continue trouble shooting the issue. Customer's blood glucose level was 500 mg/dl. No additional information was provided.